Event description:
The product in question is "optimum" contact lens "starter kit" for gas permeable contact lenses. I, an experienced contact lens wearer, went to my eye-care provider for new, gas-permeable lenses. The provider presented me with the new lenses already in the optimum solution. When I inserted the first lens, I immediately felt severe burning in my eye. Examination by an ophthalmologist revealed that the solution on the lens caused a chemical burn to my cornea. My vision in that eye was severely impacted for several hours and the pain lasted for several days. Fortunately, the problems were temporary and seems to have cleared up. The problem with the product is that the labeling that warns not to use it directly in your eye is so small that my provider did not realize the limitation and, since most other products of this type allow use directly to the eye, failed to rinse the lens before I inserted them. Following this incident, my provider removed all the samples of this product so that no more of his pts would suffer the sam consequences. The "kit" comes with four products: cleaning/disinfecting/storage solution. Extra-strength cleaner. Wetting/rewetting drops. Lens wearer's hand soap on close inspection, the only product that may be applied to the eye is the wetting/rewetting drops. Dose or amount: as needed; frequency: daily; route: ophthalmic. Dates of use: 2008. Diagnosis or reason of use; contact lens. Event abated after use stopped or dose reduced? Yes.